Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. It is possible that the cds experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to remove the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. As such, the aggregations of forces may have resulted in the inability to remove the gripper; however, based on the information reviewed and without the device to analyze, a cause for the gripper line removability issue cannot be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions and due to the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line. Intervention was unsuccessful so the line was left in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, an attempt was made to remove the gripper line, but it could not be removed. Troubleshooting was attempted, but this was unsuccessful. The cds and guide were removed and additional attempts were made to remove the gripper line, but were unsuccessful; therefore, the gripper line was left in the anatomy, attached to the clip. One clip was implanted, reducing the mr to 2. The patient was confirmed to be stable post procedure. No additional information was provided.